Manufacturer narrative:
B.5.medtronic received additional information that the forceps was used to guide the tips into place. The guides are used during the placement of the tips. No additional positioning was necessary after the guide have positioned the tips. The issue result in shortened ablation. Fragments did not fall into the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows one of the jaw tips is broken off. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a minimally invasive atrial fibrillation procedure, the cardioblate gemini-s device was used to establish a guide rail and a minimally invasive bipolar forceps was used for pre-ablation. The surgeon made bilateral punctures and separated the pericardium. After completing ablation on the left side and preparing to switch to the right side, a missing guide rail was observed under endoscopy. Further endoscopic inspection revealed that one side of the jaw of the minimally invasive bipolar forceps had fractured, with the broken jaw attached to the guide rail. The procedure was immediately stopped, and the fractured forceps were withdrawn. Under endoscopic guidance, the guide rail was removed along with the broken tip attached to it. The assistant checked the fracture site to confirm whether any fragments were retained. The device was replaced with a new device, and the subsequent procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b1. Adv evnt/prod prob, h1. Type of reportable event & h6. Patient codes (ime/annex e): these fields were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.